Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a male patient who received gsk toothbrush (dr. Best vibration multi-expert) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started dr. Best vibration multi-expert. On an unknown date, an unknown time after starting dr. Best vibration multi-expert, the patient experienced foreign body in throat (serious criteria gsk medically significant and other: gsk medically significant) and product complaint. The action taken with dr. Best vibration multi-expert was unknown. On an unknown date, the outcome of the foreign body in throat and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat to be related to dr. Best vibration multi-expert. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information : the adverse event information was received via call centre representative on (B)(6) 2021. The consumer reported that, "germany's no.1 toothbrush quality questionable brush hair in the throat!!! For this price I expect more! Quality questionable" follow-up information was received on 03 may 2021 from quality assurance (qa) department regarding complaint (B)(4) (issue number) for unknown lot number. The investigation reports concluded that, complaint stands unsubstantiated. Complaint sample not received at investigation site. Follow up information was received on 14 may 2021. The batch number of the suspect product was captured as m8341h. Follow-up information was received on 08 jul 2021 from quality assurance (qa) department regarding complaint (B)(4) (issue number) for lot number m8341h. The product complaint reference ID was (B)(4). After referring to production and inspection records of this batch, no abnormality is found. After further review the complaint history of this batch product, no any complaint has been fed back. Pull test has been conducted on the defect sample, the tuft retention force, number of filament and length of anchor wire are all within the customer required specification. In summary, returned sample meets gsk product specification, the defect may be caused by filament get stuck in-between teeth or between teeth and bracket/dental brace and then pulled out. The investigation reports concluded that, complaint stands unsubstantiated.

Manufacturer narrative:
Argus case ID: (B)(4).

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Brush hair in the throat [foreign body in throat]. Case description: this case was reported by a consumer via call center representative and described the occurrence of foreign body in throat in a male patient who received gsk toothbrush (dr. Best vibration multi-expert) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started dr. Best vibration multi-expert. On an unknown date, an unknown time after starting dr. Best vibration multi-expert, the patient experienced foreign body in throat (serious criteria gsk medically significant and other: gsk medically significant) and product complaint. The action taken with dr. Best vibration multi-expert was unknown. On an unknown date, the outcome of the foreign body in throat and product complaint were unknown. It was unknown if the reporter considered the foreign body in throat to be related to dr. Best vibration multi-expert. Additional information : the adverse event information was received via call centre representative on 02 may 2021. The consumer reported that, "(B)(6)'s no.1 toothbrush quality questionable brush hair in the throat!!! For this price I expect more! Quality questionable". Follow-up information was received on 03 may 2021 from quality assurance (qa) department regarding complaint (B)(4) (issue number) for unknown lot number. The investigation reports concluded that, complaint stands unsubstantiated. Complaint sample not received at investigation site. Follow up information was received on 14 may 2021. The batch number of the suspect product was captured as m8341h.